Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The pt was in the ICU. After approx 48 hrs of iabp, blood was noted in the catheter/extention tubing. The pump was immediately stopped. The balloon was removed and a second iab was inserted. [Event complications]: none from the event-reported 2/2/98. [Pt's current status]: unk-rpt's 2/2/98.